Event description:
Following cath attempted to deploy the angioseal. The device malfunction in which the foot process was deployed, but the collagen plug could not be adeqeately deployed. Retrieved the collagen plug but was unable to obtain the foot process. Unclear if it is in the tissue track or if possibly embolized.

Event description:
MFR ai letter response dated 12-14-05: it was reported an angio-seal was used to close an arteriotomy site post diagnostic coronary angiogram. A pre-insertion femoral angiogram was performed; the femoral artery was noted to be very shallow. Difficulties were encountered during deployment. After inserting the angio-seal device into the sheath, it clicked into place and an attempt to deploy the device was initiated. The device would not release and it could not be removed from the groin. The sheath was cut directly under the hub and the hub and sheath were removed. The carrier tube could not be removed and the user cut it approx in half and pulled the entire tube off leaving the suture and collagen exposed outside the body. The user incorrectly cut the collagen and the suture distal to the slip knot. Hemostasis was lost when the suture was cut. Manual pressure was applied and hemostasis was obtained. There was no change in distal pulses (1+) pre and post procedure. The pt was discharged with a small <1 cm hematoma and instructions for care. The sheath and carrier tube outer diameter were measured and were within specs. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to sjm, the cause for the reported deployment difficulties could be conclusively determined.